Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. It was reported that there the orientational arrow of the introducer needle is not in alignment with the needle bevel by approximately 30 to 180 degrees. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One video was provided for review. The video shows a clinician holding a syringe and pointing towards needle bevel. Needle bevel indicator mark was not noted. However, no needle bevel indicator needs to be there as approved drawing. Manufacturing review was performed and it showed the doctor holding the needle and pointing towards the sharp tip, it was observed that the bevel of the needle is facing downwards, later it was observed that the doctor indicated the pink needle hub that was connected to the syringe, the tip of the glaive did not appear to be aligned in relation to the hub. The mark is not required to be aligned with the needle bevel. Therefore, the investigation is confirmed for identified human device interface problem issue due to incorrect user assumption. However, the investigation is unconfirmed for reported needle alignment with the needle bevel issue as that indicator is not required to be aligned with the needle bevel for one device. The investigation is inconclusive for the reported same failure for second device as no objective evidence was provided for review. The cause of this issue is the incorrect impression on the part of the user that the arrow was a bevel indicator that has been identified through comparison with specifications for both the devices labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. IFU reviewed: baw0728399, rev. 1: there are no instructions to the customer that would indicate they should consider the arrow to be a bevel indicator. Rm0705671, rev 004: needle drawing: rm0705671, 004: no design input mentioned regarding needle bevel align indicator. G3, h6 (device, component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. It was reported that there the orientational arrow of the introducer needle is not in alignment with the needle bevel by approximately 30 to 180 degrees. There was no reported patient injury.